Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that returned product noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken in the barbed section with the loop end missing. The suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 4 ¾ inches. The original suture length according to the product description was 12 inches. Functional testing on the opened complaint device was precluded as the suture was returned already broken. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: suture broken. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12, (lot # a4l1708vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic distal gastrectomy on the distal stomach, the needle detached. It was noted that two sutures were used and had the same issue. A new suture was used to resolve the issue. No patient complications have been reported as a result of this event.